Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 was jammed. The customer tried to recover and reboot the station however the efforts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 had failed, jammed and unable to reboot/ recover. The field service engineer (fse) worked with the customer to clear out the phantom pockets from the station. The pockets were reading as zero, were able to recover and remove the faulty pocket. The customer verified the inventory and was satisfied with the results. The system functioned as intended after the field service engineer repaired the device.